Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and there was no button error alarm. The insulin pump was unable to perform the occlusion test due to keypad anomaly. There was no unexpected numbers ramping or scrolling on their own. The device was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, minor scratches on the display window and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 184 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.